Manufacturer narrative:
The reported possible thrombus could not be confirmed by the MFR as the device and associated components were not returned to the MFR for eval. The hospital exchanged the pump and is unable to locate it. A review of the device history records showed no deviations from mfg or qa specs. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the chief perfusionist that the pt experienced flow issues. It was also reported that the hospital staff believed that they saw a clot in the inflow valve. The pt's system controller and system monitor were exchanged and an echo was performed. The echo revealed that the lv size did not change. Only the lvad was exchanged, the inflow conduit and outflow graft were not exchanged. Per additional info, the pt became septic post-operatively (not related to the device), and the family chose to withdraw support. The hospital staff is unable to locate the explanted pump; therefore, the device will not be returned for eval.